Manufacturer narrative:
The lead under complaint was not returned for analysis. The quality documents accompanying the manufacturing process for this lead were re-investigated. All production steps were performed accordingly. There was no indication of a material of manufacturing problem. The ICD was received for analysis and inspected. Upon receipt the device was interrogated. The interrogation could be properly performed and revealed the mos1 battery status. All electrical parameters were verified and showed a normal device behavior. Especially, the current consumption and the battery state of discharge were found normal and as expected. There was no indication of a device malfunction.

Event description:
It was reported that the device was explanted and replaced due to the field safety corrective action, bio-lqc, initiated in march 2021. The ICD was implanted and active for approx. 52 months and there was no particular complaint about the device performance.